Manufacturer narrative:
Retainer ring = clear . Customer's pump was turned off due to surgery. When turned back on, customer was experiencing multiple low bg events. Medtronic notified on sept 18, 2021. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0871 inches. No over delivery anomaly or under delivery anomaly noted. History download was successful using thus and carelink upload was successful. Reviewed basal pattern screen on pump, basal 1 listed 23.7 units. Boluses listed below from event date (B)(6) 2021 in the formatted history file. 09/15/2021 05:51:50.000 normal bolusdelivered, sourceid = pump (ngp is in open loop state), bolus programming method = bolus wizard, normalbolusamountprogrammed = 7.5, bolusamountdelivered = 7.5. 09/15/2021 16:15:18.000 normalbolusdelivered, sourceid = pump (ngp is in open loop state), bolusprogrammingmethod = manual bolus, normalbolusamountprogrammed = 5, bolusamountdelivered = 5. 09/15/2021 22:49:48.000 normalbolusdelivered, sourceid = pump (ngp is in open loop state), bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 1.7, bolusamountdelivered = 1.7. Dailytotalofbasalinsulindelivered = 31.3 percentageofdailytotaldeliveredasbasalinsulin = 69 dailytotalofbolusinsulindelivered = 14.2 percentageofdailytotaldeliveredasbolusinsulin = 31 the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery test alarm, pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No failed battery test alarm, pump error 25, low battery alert, replace battery alert, or replace battery now alarm noted in the pump trace download on (B)(6) 2021. There was a power loss alarm listed on (B)(6) 2021 19:05:55.000. Unit had minor scratched display window, scratched case, faded/stained serial number label and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Device tested ok with no device problem found. Customer experienced low bgs and was unable to clear them with the pump. Test analysis indicates that possible over delivery anomaly was not confirmed. Unable to confirm customer allegations for low bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. No over delivery anomaly or under delivery anomaly noted. History download was successful using thus and carelink upload was successful. Reviewed basal pattern screen on pump, basal 1 listed 23.7 units. Boluses listed below from event date (B)(6) 2021 in the formatted history file. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No failed battery test alarm, pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No failed battery test alarm, pump error 25, low battery alert, replace battery alert, or replace battery now alarm noted in the pump trace download on (B)(6) 2021 to (B)(6) 2021. There was a power loss alarm listed on (B)(6) 2021 19:05:55.000. Device had minor scratched display window, scratched case, faded/stained serial number label and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021 with blood glucose level was 54 mg/dl. The customer was treated with emergency room. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer allege insulin pump was under delivering. The insulin pump will not be returned for analysis.